Manufacturer narrative:
(B)(4). Date sent: 04/18/2016. (B)(4). The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 7 clips as intended; in addition, the device lockout. The reported event could not be confirmed as no multiple feed was note during functional testing. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired when the doctor was clipping. It kept firing clips; multiple clips came out at one time. The case was completed with an unknown device of a different product code. There were no patient consequences reported.